Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11320 and 2134265-2016-11321. It was reported that the patient experienced chest pain and thrombosis occurred. The target lesion was located in the mid left anterior descending (lad) artery to diagonal artery. A 2.50 x 20mm and 3.00 x 16mm synergy ii drug-eluting stents were implanted in lad artery and a 2.25 x 16mm synergy ii drug-eluting stent was implanted in the diagonal artery. The physician was then stenting in the right coronary artery (rca) which went well; however, the patient started having chest patient and lower blood pressure. Angiography was performed which revealed clot in the lad and diagonal arteries. The physician gave integrillin intracoronary (ic) and re-ballooned both areas which restored normal flow and resolved the patient's issues. A 2.5x38mm and 2.75x16mm synergy ii drug-eluting stents were implanted in the distal lad to improve outflow and the procedure was completed. No further patient complications were reported and the patient's status was fine.